Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers 13c13h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). During follow up it was reported that the patient experienced abdominal pain as a result of the peritonitis. The patient was treated with unspecified antibiotics for the event. The patient recovered from the peritonitis and was discharged from the hospital. Dianeal therapies were ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 3 of 5 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. Treatment information was not reported. The patient was recovering from the peritonitis. No additional information is available at this time.